Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event for noise was confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil proximal to the suture sleeve tie impressions, consistent with friction to the device can. The cause of the reported event was due to external insulation abrasion that breached the outer insulation and exposed the outer coil, consistent with friction to the device can.